Manufacturer narrative:
A supplemental is being submitted for additional information. Additional information: - b5 desc evt problem: updated to specify the type of infection related to the patient's cause of death investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient¿s cause of death was sepsis infection.

Manufacturer narrative:
A supplemental is being submitted for additional information. Additional information: - b5 desc evt problem: additional information was received regarding atelectasis experienced by the patient and oxygen provided. Investigation of this event is pending and a supplemental report will be sent upon its completion.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that prior to the patient's death, the patient experienced atelectasis and was placed on oxygen. Of note, no other treatment was given for this and the oxygen eventually became stable.

Manufacturer narrative:
This information was received from the (B)(6) study. Additional products: heartware ventricular assist system ¿outflow graft model #: 1125, catalog #: 1125, expiration date: unk, serial or lot #:(B)(4), UDI #: (B)(4). Device available for evaluation: no. Labeled for single use: yes. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had presence of major hemolysis, hematuria with abnormal parameters - high flows, high power, and high watt alarms consistent with diminished pump output, pump efficiency and performance. Lactate dehydrogenase was increased and an echocardiogram was performed which showed the presence of a mobile thrombus (arterial non-cns thromboembolism) or bulky atheromatous plaque on the posterior wall of the mid ascending aorta, a thrombus obstruct on the outflow graft was also suspected. The patient was started on intravenous (IV) anti-coagulation treatment and tissue plasminogen activator (tpa) therapy. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion, and an update to h10 additional products expiration date, device mfg date and UDI# was added. Product event summary: the ventricular assist device (vad) ((B)(6)) and the associated outflow graft (lot number: 2002841860) were not returned for evaluation. Review of the sterility certificate confirmed that the associated device met all requirements for release. Log file analysis was not performed since log files were not available for analysis. As a result, the reported high power and low power events could not be confirmed. The reported thrombus event could not be confirmed due to insufficient information. Information provided by the site indicated the patient had presence of major hemolysis, hematuria with abnormal parameters - high flows, high power, and high watt alarms consistent with diminished pump output, pump efficiency and performance. Lactate dehydrogenase was increased and an echocardiogram was performed which showed the presence of a mobile thrombus (arterial non-cns thromboembolism) or bulky atheromatous plaque on the posterior wall of the mid ascending aorta, a thrombus obstruct on the outflow graft was also suspected. The patient was started on intravenous (IV) anti-coagulation treatment and tissue plasminogen activator (tpa) therapy. It the patient continued with high flows, pressures, low flows and the presence of thrombus. The family decided to withdraw care and the patient subsequently died. It was suspected that after tpa therapy the patient suffered a head bleed. It was further reported that prior to the patient's death, the patient experienced atelectasis and was placed on oxygen. It was further reported that the patient was hospitalized with a post operative thoracotomy wound infection and the wound culture was positive for mycobacterium chimaera. The patient underwent a wound debridement and the patient was started on oral and intravenous (IV) medication. Two days later, the patient was bleeding around the skin edges of an post wound thoracotomy incision and was taken back to the operating room for exploration, a washout, a debridement, and a vacuum-assisted closure. Five days later, an increased bleeding at thoracotomy site wound vac which began to expand and loose suction. A transfusion of two units of packed red blood cells due to 800 ml of output over four (4) hours along with a placement of pulmonary artery catheter (swan-ganz). It was also noted that the patient was on tissue plasminogen activator(tpa) due to suspected vad thrombus which led to epistaxis and they stopped the thrombolytic therapy. The patient's cause of death was noted as infection. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the high power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling and/or inappropriate pump rotational speed. Per the instructions for use, thrombus, hemolysis, infection, neurological dysfunction, bleeding and death are known potential complications associated with the implantation of a vad. Based on a review of past adverse events, it was noted that the patient had a history of infection and bleeding events. Possible factors that may have led to the event include but are not limited to the reported patient noncompliance in taking medications or other issues related to the therapeutic use of anticoagulant and antiplatelet medications, patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: expiration date: 28-feb-2022 / lot#:2002841860 UDI #: (B)(4) h4: mfg date: 29-feb-2020 h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was hospitalized with a post operative thoracotomy wound infection and the wound culture was positive for mycobacterium chimaera. The patient underwent a wound debridement and the patient was started on oral and intravenous (IV) medication. Two days later, the patient was bleeding around the skin edges of an post wound thoracotomy incision and was taken back to the operating room for exploration, a washout, a debridement, and a vacuum-assisted closure. Five days later, an increased bleeding at thoracotomy site wound vac which began to expand and loose suction. A transfusion of two units of packed red blood cells due to 800 ml of output over four (4) hours along with a placement of pulmonary artery catheter (swan-ganz). It was also noted that the patient was on tissue plasminogen activator(tpa) due to suspected vad thrombus which led to epistaxis and they stopped the thr ombolytic therapy. The patient's cause of death was noted as infection.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d4: serial or lot#: (B)(6) h6: patient ime code(s): e0306, e0718, e1906 h6: imf code(s): f08, f2303, f19, f2302 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for an update to the investigation summary. Revised product event summary: the pump ((B)(6)) and the associated outflow graft (lot number: 2002841860) were not returned for evaluation. Review of the sterility certificate confirmed that the associated device met all requirements for release. Log file analysis was not performed since log files were not available for analysis. As a result, the reported high power and low power events could not be confirmed. The reported thrombus event could not be confirmed due to insufficient information. Information provided by the site indicated the patient had presence of major hemolysis, hematuria with abnormal parameters - high flows, high power, and high watt alarms consistent with diminished pump output, pump efficiency and performance. Lactate dehydrogenase was increased and an echocardiogram was performed which showed the presence of a mobile thrombus (arterial non-cns thromboembolism) or bulky atheromatous plaque on the posterior wall of the mid ascending aorta, a thrombus obstruct on the outflow graft was also suspected. The patient was started on intravenous (IV) anti-coagulation treatment and tissue plasminogen activator (tpa) therapy. It the patient continued with high flows, pressures, low flows and the presence of thrombus. The family decided to withdraw care and the patient subsequently died. It was suspected that after tpa therapy the patient suffered a head bleed. It was further reported that prior to the patient's death, the patient experienced atelectasis and was placed on oxygen. It was further reported that the patient was hospitalized with a post operative thoracotomy wound infection and the wound culture was positive for mycobacterium chimaera. The patient underwent a wound debridement and the patient was started on oral and intravenous (IV) medication. Two days later, the patient was bleeding around the skin edges of an post wound thoracotomy incision and was taken back to the operating room for exploration, a washout, a debridement, and a vacuum-assisted closure. Five days later, an increased bleeding at thoracotomy site wound vac which began to expand and loose suction. A transfusion of two units of packed red blood cells due to 800 ml of output over four (4) hours along with a placement of pulmonary artery catheter (swan-ganz). It was also noted that the patient was on tissue plasminogen activator (tpa) due to suspected vad thrombus which led to epistaxis and they stopped the thrombolytic therapy. The patient's cause of death was sepsis infection. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the high power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Based on risk documentation, multiple factors may have contributed to the low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling and/or inappropriate pump rotational speed. Per the instructions for use, thrombus, hemolysis, infection, neurological dysfunction, bleeding and death are known potential complications associated with the implantation of a vad. Based on a review of past adverse events, it was noted that the patient had a history of infection and bleeding events. Possible factors that may have led to the event include but are not limited to the reported patient noncompliance in taking medications or other issues related to the therapeutic use of anticoagulant and antiplatelet medications, patient¿s pre-existing hi story and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient continued with high flows, pressures, low flows and the presence of thrombus. The family decided to withdraw care and the patient subsequently died. It was suspected that after tpa therapy the patient suffered a head bleed, however the cause of death was pump thrombosis.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.